Event description:
Physician reported that an oasys blocker at c2 had migrated post-operatively. Revision surgery was scheduled for (B)(6) 2019.

Event description:
Physician reported that an oasys blocker at c2 had migrated post-operatively. Revision surgery has occurred.

Manufacturer narrative:
Correction to h.3.: updated from 'device evaluation anticipated, but not yet begun' to 'device has been explanted but will not be returned'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. The actual root cause cannot be determined, possible root causes include: -improper construct, set screws not tightened correctly. -excessive load due to unstable construct. -excessive load due to patient anatomy/pathology. -patient performs strenuous post-op activities. -surgeon applying too much torque to seat the screw head h3 other text : device has been explanted but will not be returned.